Event description:
Per the clinic, the patient experienced a loss of osseointegration and subsequent fixture loss. The fixture is not available for analysis. The patient was reimplanted with another fixture (date not reported).

Manufacturer narrative:
(B)(4). Device is not available for analysis.